Manufacturer narrative:
The devices were not available for evaluation as they remain implanted. Device history review could not be performed as the devices were not properly identified. Complaint history review could not be performed as the devices were not properly identified. The root causes could not be determined with the limited info provided.

Event description:
It was reported that the subject is in the (B)(4) clinical study. The subject underwent a revision of their primary stryker knee system on (B)(6) 2012 due to aseptic failure of the knee.